Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found cut/damaged to the molded connector and connector boot at 2.5 cm to 6.3 cm from the connector pin, and suture sleeve tie marks were noted at 20.5 cm and 21.2 cm from the connector pin where the lead insulation was noted to be cut in both locations. All damage found is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturing reference number: 2017865-2023-41050, related manufacturing reference number: 2017865-2023-41051. It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise causing inappropriate automatic mode switch episodes, and the left ventricular (lv) lead had high capture thresholds. The patient was asymptomatic. Additionally, during the procedure it was noted that the right ventricular (rv) lead had insulation damage. The ra, lv, and rv leads were explanted and replaced successfully. The patient was stable throughout the procedure.